Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported device breakage could not be determined, as the device was not returned to olympus for evaluation, however, based on the customers report, the device damage was likely the result of impact stress, such as a fall /user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid video laparoscope was broken. It is unknown when the issue occurred. There were no reports of patient harm.